Event description:
It was reported that a caller noticed their cgm graph was missing on their pump home screen, and the unlock buttons appeared different. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support, who checked the pump history, identified a cgm error, and provided instructions for a pump reset. After the reset, the issue was resolved, allowing the customer to successfully start their sensor session.